Event description:
It was reported that prior to using the 2.5 x 12 mm voyager balloon, it was found that the protective sheath of the balloon could not be removed. The device was not used on the patient. Therefore, another balloon was used to complete the procedure. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty could not be confirmed, as the protective sheath was removed without resistance. A review of the complaint handling database found no similar events from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data, it was concluded that there is no product deficiency.